Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by mfg: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified distal stent damage. The two most distal stent struts were distorted and lifted from the stent profile. The undamaged proximal section of the crimped stent od (outer diameter) was measured and the result is within the maximum crimped stent profile measurement. Stent damage was most likely due to withdrawal attempts. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-jan-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.